Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility on a mandatory and voluntary report form with the following reference number: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-02316.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 5max reperfusion catheter (5maxc) and a velocity delivery microcatheter (velocity). During the procedure, the physician gained access to the thrombus through the left carotid artery. However, the physician then was unable to withdraw the 5maxc and noticed that the velocity and guidewire were stuck. After multiple attempts, the physician was able to remove the guidewire and found that it had broken off within the catheter, leaving a portion of the guidewire within the catheter. The physician then saw through imaging that the aspiration catheter had become kinked at the opening of the sheath and, therefore, was unable to be retracted. Therefore the physician did a carotid cutdown to remove the sheath with the damaged catheter and wire inside.